Event description:
Puncture of right subclavian artery during a right internal jugular approach possibly caused by insertion of dilator all the way to the hub when the guidewire had perforated the right ij vessel wall. This resulted in right hemothorax requiring operative repair (which was successful), but pt expired post-operatively from dic due to massive blood loss/blood product replacement and pre-existing end stage liver disease. Problem: it may be useful to incise a line on the dilators (maybe 5 cm from tip) or change the color to red past the line to remind the operators that there is usually no need to pass the tissue dilator all the way to the hub unless there is truly 10 cm of soft tissue between the vessel lumen and skin surface. This is unlikely in almost all cases.